Event description:
It was reported that the patient underwent a revision due to unknown reasons. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) this final report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00551-1. Only product (item: 650-1057, name: cer bioloxd option hd 36mm) has been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The most likely root cause of the superficial marks on the ceramic head is that is has come into contact with the hip cup, hip prosthesis or instruments. No other issues have been identified with this product. A review of the complaints database shows that we have received 23 reported events for revision for the same item number 650-1057 prior to the reported event. Risk assessment: the severity associated with the above line is 3 (moderate) this gives a severity score of s-3 (moderate) as per rmr. The actual severity score is 3 (moderate) in line with the risk table occurrence rate assessment: december 2017 to december 2020: 57890 items sold. Number of similar complaints identified: 24 (including initiating complaint). Occurrence ratio: 1:2412 risk score: severity 3 x occurrence 3 (occasional) = 9 (moderate risk). Although the risk is moderate based on the risk file, it is calculated using the limited information provided therefore as the product is dimensionally conforming is likely to be a lower risk. The severity of the reported event and calculated occurrence for similar complaints are in line with the risk file the overall score is moderate risk. No corrective or preventive action is considered necessary at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. H3 other text : product has not been returned.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: cer bioloxd option hd 36mm. Part: 650-1057, lot: 2066562. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2020-00551. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision due to unknown reasons. Attempts have been made and no further information has been provided.